Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient had an infection on the xiphoid incision. There was no additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture e1: initial reporter email address and h6: patient code.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient had an infection on the xiphoid incision. There was no additional adverse patient effects were reported. This implantable lead was explanted.